Manufacturer narrative:
(B)(4). Corrected data: quality engineering has determined that the customer's reported condition is vague and does not fit the definition of a reportable malfunction. There is no risk of serious injury or death associated with the as reported condition; therefore, this complaint file has been deemed non-reportable. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "broken lines" was not confirmed or duplicated by baxter service personnel. No root cause could be determined and no repairs were needed for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with "broken lines" (rompe las lineas). This condition was found upon power up of the device in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.